Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's tubing was leaking at the connection between the medication tubing and the port tubing. A connector was present but had been taped, and the tape was soaked. The pump was stopped, and the tubing was clamped above and below the leak. Troubleshooting was performed, but the leak persisted. There was a patient involvement, no patient injury was reported.